Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. Customer reproted they have a backup plan available. The customer was treated for high blood glucose with correction via syringe. After the troubelshooting was done, customer was advised to call back when received the tubing clamp for high pressure test. The customer was advised to do a manual bolus in the air to see if pump is functioning properly. Cuctomer insulin pump is delivering a bolus.